Manufacturer narrative:
D10: 02-010-01-0220, logic femoral ps cem left sz 2 - 2829217; 02-012-41-2020, logic tibia traptray cem sz 2f/2t - 2887784; 200-02-29, three peg patella 29 mm - 2877664. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The reason for the reported adverse event cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening and instability or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, loosening and instability cannot be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images radiographs, or relevant clinical information were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a legal notification, that the patient, underwent initial left knee replacement surgery, and was implanted with an optetrak device. It is stated that the tka is failing and as a result of the failure of her optetrak device implant, the patient will need revision surgery prematurely. As a direct proximate and legal consequence of the defective nature of the opetrak device, the patient has suffered and continues to suffer permanent and debilitating injuries and damage, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. The poly liner prematurely degraded and the patient required revision surgery due to severe pain, swelling, and instability in the knee and leg. These injuries were caused by early and preventable wear of the poly insert and resulting component loosening and/or other failures causing serious complications including tissue damage, osteolysis, permanent bone loss and other injuries. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. This is 1 of 2 reports for this event.